Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was verified and attributed to a foreign substance in the multifunction cable port. The multifunction cable port was replaced to resolve the report. A new multifunction cable will be sent to the customer. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not recognize the attached multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.